Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed on five units; one device had a missing component and four devices had broken/damaged component. The devices were repaired and returned. The sixth device had no malfunction or defect. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the brakes were difficult to engage or could not be engaged. Five (5) events had no patient involvement. One (1) event had patient involvement, with no consequences or impact to the patient.